Event description:
A report was received that during the patient¿s lead pull, it was discovered that the patient had an evidence of infection. Patient¿s symptoms include purulent discharge and fever. The patient was confined in the hospital due to subdural abscess which was believed to be procedure related. The patient underwent a surgery and was under antibiotic treatment. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted trial leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the patient¿s lead pull, it was discovered that the patient had an evidence of infection. Patient¿s symptoms include purulent discharge and fever. The patient was confined in the hospital due to subdural abscess which was believed to be procedure related. The patient underwent a surgery and was under antibiotic treatment. The patient was reportedly doing well.